Manufacturer narrative:
Additional information added to: concomitant medical products. The customer¿s report that the tubing leaked at the filter was confirmed. The leak (termed ¿weeping out¿) was observed from the vent of the set's filter. It is unknown how long the product had been in use when the leak was discovered; as well as there was no report of harm. As the leak was reported to be observed during use and not during priming, it is unlikely that the leak was the result of a manufacturing or supplier issue. Testing was performed on the as-received samples by pushing the remaining fluid. It was observed that fluid leaked out from the vent of the 0.2 micron ped filter p/n 605731-000 (cavity number: top 5; bottom 4). No leak was observed from anywhere else. The syringe was refilled with blue dyed fluid and the fluid was pushed through. The fluid was observed to still leak out from the same location. There was still no leak was observed from anywhere else. The root cause was not identified.

Event description:
The customer reported the tubing leaked at the filter while connected to a patient in the hematology/oncology unit. There was no report of harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the tubing leaked at the filter while connected to a patient in the hematology/oncology unit. There was no report of harm.